Manufacturer narrative:
Inspection of the returned device found corrosion on the pcb assembly. The pod was connected to an external power supply to retrieve the download data as the bottom and middle battery voltages were measured to be lower than expected. Inspection of the download data confirmed that an 0x3d alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. Leak testing of the fluid path did not find an internal leak source. The shelf mode current measured within specification. The cause of the corrosion on the pcb assembly could not be determined, and it could not be determined if fluid ingress resulted in the 0x3d alarm. The exact cause of the 0x3d alarm could not be determined. Additionally, a tear was found in the exposed portion of the soft cannula. The timing and cause of this damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was alarming during operation.